Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of the intestinal tract of the oral side in laparotomy hartmann procedure, the firing completed but it became unable to return. When the handle was opened and closed, the cartridge remained closed and the adapter changed to 0 remained procedure. Since the cartridge that was closed could be removed from the adapter as usual, they prepared a new adapter, connected it to the handle and the cartridge which remained clamping the tissue, it was requested to check the opening and closing, so they checked the opening and closing, then the adapter displayed 0 remaining procedure. Therefore, they used a new adapter and a new reload to perform the additional resection with the handle of being used, and removed the cartridge of the closed status. Surgical time was extended by 30 minutes or more. The extended incision range exceed 1 inch (2.54 cm) due to device issue.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic device-use logs were also provided. Evaluation of the adapter log showed that the adapter had a clamp test error and an end of life message prior to reaching end of life criteria. Evaluation of the adapter log showed that the adapter had a clamp test error however the main screen indicated that the strain gauge was still functional and in the appropriate range. The cause of the clamp test error and end of life error can be attributed to the device's design. The specified conformal coating material does not adequately protect the strain gauge circuitry on the proximal electrical assembly circuit board from residual moisture. Improvements have been made to mitigate this condition. The event had foreseen risk and is included in a data monitoring plan. It was reported that the jaws of the device remain closed on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.